Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a setscrew implanted in a patient. It was reported that post-operatively, set screw backed out of s1 pedicle screw. Patient was 4 weeks post-op and surgeon put in a new set screw. Patient had back pain that necessitated an x-ray and then a scheduled surgery to revise.